Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient's mother reported that her daughter had issues in the past with infusion set's tubing detachment from her daughter's site. The last time when the detachment occurred was two nights before this report with two infusion sets. No further information available.